Manufacturer narrative:
No product will be returned. The photo provided by the customer shows bulge/balloon in the silicone segment tubing in the middle portion of the upper and lower portion of the fitment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that tubing ballooned. There was no patient contact, there was no patient harm.